Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during basal. Customer's blood glucose level was 296mg/dl with moderate ketones. Which was addressed by changing the cartridge and a bolus delivery via the pump. It was indicated that the customer was able to load a cartridge successfully and will continue to monitor system performance.